Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16651821.

Event description:
It was reported that the device caused discomfort to patient. All components were explanted and will not be returned.